Manufacturer narrative:
Date of event reported as approximately (B)(6) 2020. Additional product code; gcj. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the ias12-120lpi, airseal 12/120mm lpi port, lot 202004145, that occurred at (B)(6). It was reported that on or about (B)(6) 2020, the tip of the ias12-120lpi broke during surgery. There was no patient harm and they did retrieve the piece that broke off. There was no impact or injury to the patient. Although requested, no other information was available at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the fragment was removed.

Event description:
Limited additional information was provided. Confirmation was received of the exact event date, (B)(6) 2020 as previously reported. The issue occurred during a robotic hysterectomy. The device in question had been inserted/located in the abdomen. The breakage was discovered toward the end of the case and the procedure was completed robotically as planned. All pieces had been retrieved.

Manufacturer narrative:
Conmed received one ias12-120lpi opened in original packaging. The lot number was verified. Performed a visual inspection on device, end of outer cannula was broken and piece was returned. Outer diameter of optical tip was measured using a caliper and measured out of spec at .5080 inches or 12.9032 mm. Although the breakage was confirmed based on photographic evidence and device evaluation, a root cause cannot be established. A review of the manufacturing documents from the device history record (DHR) found no abnormalities that would contribute to this reported event. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 25 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. This issue will continue to be monitored through the complaint system to assure patient safety.